Event description:
New information received noted that the bluetooth telemetry loss was due to telemetry lockout and was resolved by interrogation.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited bluetooth telemetry loss. No intervention was performed. There were no patient consequences reported.